Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient stated that they were having dizzy spells every time when they would stand up and that these symptoms have occurred recently. It was found that the right ventricular (rv) lead had no capture at max output, undefined impedance, elevated thresholds and impedance, and a confirmed lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.